Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient exhibited signs of leg weakness prior to an MRI. Per the physician, the patient's MRI was clear. Follow up identified that the physician explanted the patient's ipg and lead and the patient is regaining their mobility.